Event description:
Pt reported palpitation episodes and atrial flutter was observed during an interrogation. During the thresholds and egm tests confirm the symptoms. Reportedly, the device was programmed to ddir mode which solves these symptoms. The device remains implanted.

Manufacturer narrative:
January 18, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Review of the electronic data and files received. No anomalies were noted in the device operations; device operated as expected and as intended. (B)(4).